Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens of unknown model and size into the patient's left eye (os) on an unknown date. It was reported there was a lens rotation not associated with a low vault. Reportedly, "the customer already implanted the exchange lens last week." No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Manufacturer narrative:
B3: date of event: 29-feb-2024 should be added to the initial MDR. B5: corrected to: "the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -8.0/1.5/048 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2024, the lens was exchanged for a longer length lens due to lens rotation not associated with a low vault. The problem was resolved. The cause of the event was reported as unknown." In the initial MDR. D4: model#: vticm5 12.6mm should be added to the initial MDR. D4: serial#: (B)(6) should be added to the initial MDR. D4: expiration date: 31-oct-2024 should be added to the initial MDR. D4: UDI#: (B)(4) should be added to the initial MDR. D6a: implant date: on (B)(6) 2022 should be added to the initial MDR. D6b: explant date: on (B)(6) 2024 should be added to the initial MDR. H4: device manufacture date: 11-oct-2021 should be added to the initial MDR. H6: health effect - impact code: 4629 should be added to initial MDR. H6: type of investigation: 4110 should be added to the initial MDR. H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/ debris in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).